Manufacturer narrative:
Na

Event description:
Complainant alleged that during a routine shift check by a clinician the device would not discharge when discharge buttons were pressed on the multifunction cable. The complainant indicated that there was no pt involvement in the reported failure.